Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a skin reaction occurred. The sensor was inserted into the leg on (B)(6) 2019. The patient's mother stated one day after the senor was inserted, the skin was red, itchy and has blisters. The patient went to the dermatologist on (B)(6) 2019 and was prescribed a cortisone cream to treat the affected area. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. Labeling indicates: all patients can use their bellies (abdomen). Patients 2 to 17 years old can also choose their upper buttocks. Look for a place on your belly or upper buttocks where you have some padding. The sensor is not tested or approved for other sites. Talk to your hcp about the best site for you. No additional patient or event information is available.